Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Review of a stored electrogram found that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No intervention was performed and the patient would continue to be monitored.